Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to a defective t3 transformer on the defibrillator pca. The monitor was unable to fire pulses. The root cause for the defective transformer could not be positively identified. There was no adverse event that resulted from the damaged monitor.